Event description:
It is reported that surgery was delayed by 30 minutes due to inability to remove plastic plug from tibial tray.

Manufacturer narrative:
This report will be amended when our investigation is complete.